Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir compartment of the insulin pump had crack and missing plastic ring. The customer's blood glucose was unknown at the time of incident. The customer stated that they cannot properly ensure the reservoir to the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to not be returned for analysis.